Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to nmi error consistent with hybrid circuitry sensitivity to cold temperature. The device was tested, including thermal and cold soaking tests, which reverted the device to backup operation. The cause of the bvvi was were consistent with the hybrid circuitry sensitivity to cold temperature anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to opening a new pacemaker package, the pacemaker was in backup mode. The pacemaker was not used. There was no patient involved.